Event description:
Pt received a burn to her left knee when the introducer was being removed during knee rhizotomy procedure. Pt was referred to the wound center for evaluation and treatment. Upon inspection of the introducer probe, there appeared to be an area near the hub that was not appropriately insulated.